Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc) but was returned to olympus (B)(4) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present because the evaluation is still in progress. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was reported that during a colonoscopy procedure for polypectomy, a foreign body of "biological appearance" was expelled through the distal end of the instrument channel of the subject device when a snare was pushed through the channel. The procedure was completed successfully and there was no report of patient infection associated with the event. The user facility also reported that the scope was reprocessed by manual cleaning and a non-olympus endoscope reprocessor (soluscope) two days prior to the incident and it had not been in use until the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation at the olympus australia confirmed following. However, there was no irregularity in the instrument channel and it was concluded that the malfunction have no relationship with the reported event. Adhesive on the bending section rubber was cracked. Adhesive around the light guide lens and ccd was cracked. The distal end cover was scratched. The variable stiffness function of the insertion portion did not work correctly. The bending section angulation range did not meet its specification. The exact cause could not be conclusively determined.